Event description:
The reporter stated that the surgeon inserted a -27.5 se/3.5 diopter, aa4203tf toric silicone lens. The cartridge tore the lens during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The reported stated that the cartridge was the cause of the lens tearing. This is the first of two lens for the same patient, please reference 2023826-2005-01241.